Manufacturer narrative:
The customer's report of a crack in the tubing was confirmed as a separation that caused the leak. Visual inspection of the set noted that the tubing was completely separated from the smartsite inlet port proximal to the male luer. Closer inspection of the separation under magnification observed that the tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of leak was identified as tubing separation due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported a crack in the tubing resulting in a leak. No patient harm was reported.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a crack in the tubing resulting in a leak. No patient harm was reported.